Event description:
The pt was enrolled and treated in the study in 2008. While retrieving the angioguard rx, the edge of the polyurethane filter protruded despite complete capture position of the recovery catheter. The edge of the filter dragged as it came into the distal end of the sheath. The product will not be returned for analysis.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.